Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a decanav electrophysiology catheter, and a noise issue occurred. Very high noise was observed in all electrocardiogram (ECG) and intracardiac (ic) signals in carto, electrophysiology recording system and anesthesia ECG monitor. The investigational analysis completed 3/18/2020. Upon receipt, the device was visually inspected and it was found in good conditions. A second visual inspection was performed and it was found in good normal condition. According to pictures provided by customer, noise was observed on carto 3 screen. Per the event and photos provided by customer, the catheter was tested for electrical performance and it was found to be within specifications. A manufacturing record evaluation was performed and no internal actions were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. Manufacture reference no: (B)(4).

Manufacturer narrative:
During an internal review on (B)(6)2020, it was noticed that the manufacture date and expiration date were omitted in error. Section d4 expiration date has been updated with 12/2/2020 and section h4 manufacture date has been updated with 12/13/2019. Manufacture reference no: (B)(4).

Manufacturer narrative:
The biosense webster inc. Product analysis lab received the device for evaluation. Initial visual inspection of the product revealed no physical damage. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a decanav electrophysiology catheter, and a noise issue occurred. Very high noise was observed in all electrocardiogram (ECG) and intracardiac (ic) signals in carto, electrophysiology recording system and anesthesia ECG monitor. The issue suddenly prevented the medical team from determining the actual ECG signals of the patient. Troubleshooting maneuvers revealed that the source of the issue was the decanav catheter. After turning the patient interface unit on, all cables were disconnected and reconnected one-by-one, revealing that reconnecting the decanav cable to the patient interface unit produced this noise phenomenon. Changing the cable with a new one did not solve the issue. Only changing the catheter could solve the issue. The procedure was then concluded successfully. No patient consequences were reported. The observed noise has been assessed as an MDR reportable malfunction.